Manufacturer narrative:
Device is combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2017-11530 and 2134265-2017-11532. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient presented with silent ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed on the same day. Target lesion #1 was located in the distal left anterior descending (lad) artery with 80% stenosis, and was 66 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75x38mm promus element ¿ long stent and 3.00x28mm promus element ¿ stent. Following post dilation, the residual stenosis was 0%. The target lesion #2 was located in the distal left circumflex (lcx) artery with 80% stenosis, and was 16 mm long with a reference vessel diameter of 2.75 mm. The target lesion #2 was treated by placement of a 2.75 x 16 mm promus element ¿ stent. Following post dilation, the residual stenosis was 0%. The patient was discharged on (B)(6) 2014 on aspirin and ticagrelor. In 2017, the patient died of unknown cause. No corrective action has been taken for this event.